Event description:
Customer reported experiencing a past high blood glucose event, with the exact level unspecified but indicated as "high". Cause was not known. Customer took a correction bolus via the pump as well as performed a supply change.